Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 400 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, reset error test, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test and no motor error alarm was noted. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.